Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 416 mg/dl. The customer reported taking blood glucose reading and bolus then getting a power failure detected. The customer¿s blood glucose level was 372 mg/dl at the time of the incident. The customer treated for the high blood glucose level with manual injections. The customer¿s current blood glucose level is 131 mg/dl. The customer declined troubleshooting. The customer did not require assistance from emergency response team. The insulin pump will not be returned for analysis.